Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was removed due to infection on (B)(6) 2008. Details of the infection were not reported. The pt recovered without sequela.